Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported while trying to advance the dib00 model intraocular lens (iol) the cartridge split open, end of the injector cracked apart, and there was patient contact. The reported issue was not related to use error and there was no medical/surgical interventions. It was confirmed ophthalmic viscosurgical device (ovd-viscoelastic) was used and allowed to fully acclimate to operating room temperature. There was no delays in the surgery prior to attempting to advance the iol. The iol did not get stuck while advancing nor was the iol positioned closer to the cartridge tip than normal. Another iol with the same model and diopter was implanted into the patient¿s ocular dexter (right eye). No further information is available.